Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual used patient sample was received for evaluation. The lot number of the device was unknown; therefore, a batch review could not be completed. Visual inspection showed an inverted/collapsed septum. Additionally, microscopic inspection showed an off center entry site. Sample analysis verified the reported condition. The off center entry site likely contributed to the inverted/collapsed septum. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink t-connector set was inline on patient's intravascular catheter when the plastic fitting holding the needless access site dislodged resulting in bleeding from the site. The amount of blood loss was not reported, however, it was further described as ¿pronounced¿. After the incident, the patient's hemoglobin level was significantly decreased (not further specified). A blood transfusion was not ordered at the time of the event. The patient's hemoglobin levels continued to fall over the next few days (levels not specified) and approximately five days after the occurrence, the patient was given a packed red blood cell transfusion. Subsequently it was reported from another source, that the while there was blood loss, the overall patient harm from the event was minimal (not further specified). Additional information was requested but is not available.